Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the transfemoral approach, after serial dilation and balloon dilatation of the left common femoral artery, external iliac and common iliac, the delivery catheter system (dcs) was advanced using the inline sheath. It did not advance past the common iliac artery, so the decision was made to withdraw the device and attempt further dilation of the vessel. Upon removing the dcs, it became stuck in the external iliac. After multiple attempts at retrieving the valve, the decision was made to call vascular surgery to remove the device. Once the device was removed and the arteries were exposed the decision was made by the implanting physicians and the vascular surgeon to reattempt the delivery. A new valve and delivery catheter system were used to successfully implant the valve without incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.